Event description:
The pt was assessed and placed on the ventilator while in the ICU room. All controls and settings were working well - patient tolerated well. Continuous assessment during transport - all vitals were good. The pt was placed in gantry to MRI and positioned - all controls were working as expected. As soon as the study began, it was noted that the needle on the manometer stopped at zero. The pt was observed and chest rise was visable - did not change. Spo2 remained at 100%. Once study was completed, the needle returned to normal operation. Pt was returned to the room and bedside ventilator. No adverse effect noted. Scanner strength was 1.5 t.

Manufacturer narrative:
(B) (4). A pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. The ventilator has not been returned to smiths medical pm, inc. Technical service department for evaluation.